Event description:
It was reported that the customer inadvertently performed the load fill tubing sequence while connected to the site. Tandem technical support was able to perform a log review to confirm the allegation; however, customer maintained that the pump initiated the fill tubing sequence without user interaction. The customer's blood glucose (bg) level ranged from 37-51 mg/dl. Customer consumed carbohydrates to address bg. Reportedly, the customer revert back to manual injections for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.